Event description:
The end user reported that the starter hole of twenty five wafers out of three boxes of wafers were off-centered. She was unable to use any of the wafers since they would not attach to pouch. An electronic mail was received from retailer and lot number was confirmed with consumer. No photo is available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 1f04400 was manufactured on 30/jun/2021 in mlk-3 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1051277 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: no photo related to the reported problem was available for evaluation. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: method: there was no functional or dimensional test implemented to inspect the concentricity of the disc in the minilinks lines. A visual test was currently being performed, but this defect may be visually imperceptible to the operator. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.